Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Data logs were reviewed. Low purge pressure alarms occurred at evening of 1/2 at p-7 unresolved post troubleshooting. No evidence observed to confirm the root cause for reported issue. The pump left on support until patient expired. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was saved for return. However, it was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support; anatomical issues prevented implant of an impella 5.5. The patient was sent to the unit in critical condition. Approximately 17 days into support, the patient developed low purge pressure alarms which were unresolved following troubleshooting. Discussions with the cardiovascular surgeon surrounding goals of care were made. Due to no current exit plan and the complexities of the patient, the decision was made to increase the dextrose in the purge to d20 with 25meq bicarbonate and wait/watch until the impella cp potentially fails. There was an audible hissing/buzzing sound coming from the insertion site; however, there was no visible purge fluid. The cardiovascular surgeon and critical care team put a plan in place to pull the impella cp back into the aorta should the pump fail. Explant supplies remained at bedside. Two days later it was reported the impella cp device had been explanted. Care was withdrawn, and the patient expired.